Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 539 mg/dl. Elevated bg was addressed by a manual insulin injection. Ultimately the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.